Manufacturer narrative:
The device has not been returned for complaint evaluation. Upon receipt of the device a supplemental report will be submitted.

Event description:
Per the information provided, during the procedure the needle broke.